Event description:
A cardiac intervention was to be done on the mid lad (left anterior descending). A 2.75 x 32 taxus monorail stent delivery system was advanced to the site of the lesion. The stent was deployed at 12 atm (atmospheres) for 35 seconds in the mid lad. At the point when the stent delivery system was to be removed, the deflated stent balloon was lodged inside the stent. In order to retrieve the stent balloon from the artery a stopcock was attached to the hub of the stent delivery system and twice the amount of negative pressure was applied. The delivery system remained lodged in the artery after this was performed. The stent balloon was then inflated again inside of the stented portion of the artery and quickly deflated. After this was performed the stent delivery system was able to be removed from the coronary artery once the balloon was fully deflated. There was no harm done to the patient and the coronary intervention was successful.